Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that the pump display screen lens had a scratch in the middle of it that covered up part of the numbers when attempting to program a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings:. The pump display screen lens was found to be scratched which obstructed the display screen. Unrelated to the complaint, the battery compartment was observed to be cracked at the bumper pad. The returned battery cap was able to secure to the pump for investigation.